Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 28 mg/dl; cause was unknown. Reportedly, the customer fell and experienced pain and minor abrasions. Customer was treated with intravenous fluids of saline to address the bg which resolved the issue with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.